Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fracture (overstress) and distorted, blood in/on helix/lobe mechanism, damaged at implant. (B) (4) the lead was received with helix fully extended and the distal conductor distorted within the connector from over-extending. Blood in/on helix/lobe mechanism, deformation/fracture in 5 cm proximal section of the inner coil, damaged at implant. (B) (4) no anomalies found, blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, rv-lead (B) (4) had acceptable measurements when first positioned. Ra-lead (B) (4) was difficult to get acceptable measurements. After connecting the device, atrial crosstalk occurred. No crosstalk by 0,6mv atrial sensitivity. Disconnected lead and searched for a better atrial position. After 8 different positions the screw wouldn't come out. A new atrial lead was used. After acceptable measurements, the device was connected - but the rv-sensing was now 3 mv. The rv-lead needed to be repositioned. The rv-screw could not be moved, so a new rv-lead was used (B) (4). It was difficult to get a position with acceptable measurements. After the third position, the screw wouldn't come out. A new rv-lead was used. There were no patient complications reported as a result of this event.